Event description:
The customer reported a temp sensor error. The customer was able to complete case. No injury to pt was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.